Event description:
It was reported the system displayed a generator error message. This message will likely result in a system lockup, no boot, or shut down situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.